Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set coming apart at the tubing event on 10-sep-2024.the blood glucose level was high at the time of event therefore, the patient was treated with manual syringe shot. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.